Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the stent was unable to cross a calcified, tortuous lesion. Upon removal of the delivery system, the stent embolised off the delivery catheter and travelled down to the left superficial femoral artery/profunda. The device was successfully removed with a snare from a right femoral approach. There were no issues noted when removing the device from the hoop/tray. Excessive force was not used during delivery. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.